Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of covid-19 positive (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the ck1 and ck4 with 2 ml of juvéderm® voluma¿. One month later, the patient was injected in the ck3, l1, l2, and l3 with 2 ml of juvéderm® volift¿. The following month, the patient became ¿covid-19 positive¿ and had ¿1 nodule in the ck3 and facial swelling¿ 1 month later. The health professional consulted the patient that day, once again a week later, and a third time 2 months later. After 6 weeks, the patient was fully recovered without any treatment.